Event description:
It was reported a 6f angio-seal vascular closure device was used to seal the arteriotomy site post percutaneous procedure done for peripheral vascular disease (pvd) of the leg. There were no complications during the procedure and no bleeding at the site. The pt was sent to ICU. The next day, the pt developed a large hematoma in the high. The pt underwent surgical intervention to remove a clot and repair the artery. The surgeon found the angio-seal within the clot with the anchor and collagen joined by the suture. The device was not at the arteriotomy site and the anchor was found bent. The pt was transfused with several units of blood. The blood pressure was controlled for 24 hours. The inr was within levels acceptable for surgery at the hosp.